Event description:
The catheter was inserted into the left act and secured with IV tegaderm/micropore at approx 16:15 on (B)(6) 2011. On the morning of (B)(6), the pt noted pain at the insertion site when bending her left arm. The pt observed some blood under the occlusive dressing, which was fully intact. According to the pt, she lifted the dressing to inspect the site and found that the catheter had disconnected from the luer. The pt then reported the incident to the registered nurse. The insertion site was then examined by the rn, and the nurse was unable to locate the catheter. Another nurse also attempted to see if the catheter was in the vein by probing the area at the insertion site, but was unsuccessful. The house surgeon was then notified of the problem. The house surgeon palpated the area and attempted to locate/remove the catheter after making a small incision at the insertion site under local anesthesia at the bedside. This was unsuccessful. The surgical registrar and general surgeon were advised and they also attempted to locate the catheter, but without success. The pt was sent for x-rays and the catheter was seen in situ. The pt was taken to theatre and under general anesthesia, approx 30mm of the catheter tubing was located and removed from the cephalic vein. The procedure occurred without incident. The following day, the pt was feeling well and was discharged home.

Manufacturer narrative:
The initial MDR was submitted on (B)(6) 2011 with report number 1710034-2011-00024. Since the time of the submission, the device referenced was identified to have been built at (B)(4). This submission, 9610847-2011-00044, is for the correct facility. Results: one used unit was received for eval. Our quality engineer microscopically inspected the returned unit and confirmed that the catheter was broken near the stabilization platform. There was no evidence of the catheter tubing having been stretched prior to breaking. A review of the device history records revealed no irregularities during the manufacture of the reported lot number 0046612. Conclusions: an absolute root cause for this incident could not be identified, however, the engineer notes that the break may have occurred due to stress placed on the catheter during pt movement. The engineer also notes that it is nearly impossible to duplicate this type of damage during the mfg process. (B)(4).